Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The csutomer reported via phone call that her blood glucose increased to 415 mg/dl due to being sick and taking steroids. The patient had been treating via insulin pump boluses. Troubleshooting was declined for the high blood glucose. Her blood glucose had dropped to 61 mg/dl at one point. The insulin pump was not returned for analysis.